Manufacturer narrative:
The thermogard xp ivtm console (sn (B)(4)) was evaluated at customer site on (B)(6) 2017. The customer reported issue of thermogard exhibited mid 09 (air trap assembly) error message was confirmed during the initial functional testing and event log. The air trap sensor block was replaced to remedy the fault. Following the repair and replacement, the thermogard passed all the testing with no issue or faults observed. All test and readings are within the specified limits and functioned as intended. Archive event log data was downloaded and noted several mid 09 (air trap assembly) error messages on the reported event date. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints reported for the thermogard console with serial (B)(4).

Event description:
During patient use, after a couple hours during the treatment, empty saline-bag was observed and mid: 09 (air trap assembly) message was noted on the thermogard xp ivtm system (sn (B)(4)). Customer did not check system for leaks and utilized second thermogard xp ivtm system (sn (B)(4)) using same suk. Mid: 09 (air trap assembly) message issue occurred with the second system and leaked saline fluid was observed on airtrap sensor, a leak was suspected on the suk. Customer was unable to clear the airtrap error. No patient harm or consequence reported on this event. System 2 of 2. For the first system see MFR 3010617000-2017-01131.